Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed 11 years remaining longevity. During the recent check, the device showed seven and a half years remaining longevity. Boston scientific technical services (ts) stated that most likely there was no reprogramming made. The field representative will check the device. The device remains in service. No adverse patient effects were reported.